Event description:
It has been reported to philips that the system did not boot up successfully. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the suite pc which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information a coronary diagnosis was performed when the issue happened. The procedure was completed by restarting the system. A philips field service engineer (fse) inspected the system and confirmed that system did not boot up successfully. After reviewing log file, fse found the suite pc was defective. Fse replaced the suite pc, after replacing the suite pc, the system returned to use in good working order. The codes were updated based on the investigation outcome.